Event description:
It was reported by the rep that the device was used during a exploratory laparotomy/partial gastrectomy. It was reported that the tlh90 staples would not hold the tissue. There was no consequence to the pt. No further info noted at this time.